Event description:
Boston scientific received information that the patient implanted with this device system was presented with diaphragmatic stimulation and right ventricular (rv) loss of capture (loc). Upon further investigation, the rv lead was found to have dislodged, as a result of the patient being non-compliant with arm restrictions. A lead revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.